Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report a falsely depressed sodium (na) result was generated on a patient sample on a dimension exl 200 instrument. The quality controls (qc) were acceptable at the time of the event. Siemens recommended that the customer update their laboratory ranges with peer ranges and provided the peer ranges to the customer. The customer replaced the integrated multi-sensor technology (imt) quiklyte sensor and repeated the qc, which was acceptable. The customer stated that plenty of imt fluids were onboard. Next, salt, standard a, and standard b were primed, and it was determined that they were flowing well. The customer observed a high pump rate. The pressure foot was consequently adjusted to get pump rate to an acceptable rate. When the customer attempted to run a qc precision, the customer observed errors with the imt system. The pump was aligned. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse styletted all tower and rotary valve ports, replaced the rotary valve seal, and imt tubing, and performed super conditioning. Next, the cse adjusted the pump rate to air slug position and verified consistency. Then, the cse calibrated the imt and ran qc, both which were acceptable and comparable to the customer's alternate dimension exl 200 instrument. Additionally, the cse processed samples on the instrument and the results were comparable to the alternate instrument. Siemens determined that the customer did not centrifuge samples according to the tube manufacturer's instructions for centrifugation. Sample specific issues, sample integrity, preanalytical variables, and the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample, including red cells, platelets, and buffy coat material, potentially contributed to the discordant na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was reported to the physician and a nurse questioned the result. The sample was reprocessed on an alternate dimension exl 200 instrument, and the repeat result recovered higher. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.